Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint (translation) states "the blister was received broken in the hospital. Lot number 8964812". As the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. It can be inferred from the complaint description that the ampoule has broken, and that an outer, unspecified layer of packaging has been damaged. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules or damaged packaging were discovered. Fmea dva-107020-fde rev 8 lines 115, 116, and 144 refer to this failure mode (see attachment ¿pc-000459456 extract from dva-107020-fde.pdf¿. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As commented, device arrived with the blister drop of a replenishment.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.